Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances and an increased number of short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.